Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation -other') in an adult female patient who had essure (batch no. 77399-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and gastrointestinal disorder ("gi conditions"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, pelvic pain and perforation to be related to essure. The reporter commented: essure confirmation test and insertion date provided as (B)(6)2010 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portion of coil broke off in tube') and perforation ('perforation -other') in an adult female patient who had essure (batch no. 77399-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and gastrointestinal disorder ("gi conditions"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, pelvic pain and perforation to be related to essure. The reporter commented: essure confirmation test and insertion date provided as 1-jul-2010 number of proximal coils: 4 on left 4 on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 24-may-2010: 1. Normal size and configuration of uterine cavity 2. Appropriate location of essure devices. Bilaterally. 3. Bilateral proximal tubal occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result: bilateral occlusion. Lot # 77399-not valid . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portion of coil broke off in tube') and perforation ('perforation -other') in an adult female patient who had essure (batch no. 77399-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and gastrointestinal disorder ("gi conditions"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, pelvic pain and perforation to be related to essure. The reporter commented: essure confirmation test and insertion date provided as (B)(6) 2010 number of proximal coils: 4 on left 4 on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: 1. Normal size and configuration of uterine cavity 2. Appropriate location of essure devices bilaterally 3. Bilateral proximal tubal occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2021: mr received: reporter, lab test and rcc added. Device breakage event added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation -other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gi conditions") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, pelvic pain and perforation to be related to essure. The reporter commented: essure confirmation test and insertion date provided as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously added event ¿injury¿ was replaced with ¿ perforation¿. New events- ¿pelvic pain, abdominal pain, dysmenorrhea, dyspareunia (painful sexual intercourse), gi conditions" lab data, patient demographic added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation -other') in an adult female patient who had essure (batch no. 77399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gi conditions") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, pelvic pain and perforation to be related to essure. The reporter commented: essure confirmation test and insertion date provided as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. Lot number was added. Insertion date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.